Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, system error 322 - link switch error (low) was not reproduced. A review of event history log revealed multiple occurrences of system error 322 - link switch error (low) . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower link and lower latch switch defective. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.